Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The customer reports that the ceramic insert broke. It was reported that the patient fell in the garden. A revision of the total hip prosthesis occurred with the change of the insert, the stem and the neck. It was reported that there were a lot of ceramic crumbs

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The complaint was received into the company with the following comment: the customer reports that the ceramic insert broke. The patient fell in the garden. A revision of the total hip prosthesis occurred with the change of the insert, the stem and the neck. A lot of ceramic crumbs no new information and no product was received for investigation despite three follow up requests. The product's lot number was provided to ceramtec, the supplier, so that they could conduct a review of the device history records. Ceramtec's report (see attached in attachments titled pc-000418404 ceramtec document review kiv 19 05 20) summarised: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done. Without the product being returned, no further investigation can take place. The complaint shall be closed with an undetermined root cause. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot = null. Device history batch = null. Device history review =null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.